Event description:
Patient's father contacted dexcom technical support via email on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Three subsequent attempts to contact the patient's father were made with no success. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.